Event description:
¿Us legal - bilateral patient. It was reported that after a bilateral bhr hip surgery, the patient experimented high metal ion levels and kidney disease associated with those metal ions. The patient underwent a revision surgery of the right hip to address the condition. Even though, no revision surgery or medical intervention has been scheduled to intervene the left hip system, its influence cannot be discarded as a possible cause of the adverse event reported.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3, h6: it was reported that following primary left hip surgery, the patient experienced high metal ion levels and kidney disease associated with those metal ions. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation, a complete complaint history review, a manufacturing record review, and device labelling / IFU review could not be performed. However, the released devices would have met manufacturing specifications at the time of production. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. The available medical documents were reviewed. With the information provided the clinical root cause of the reported elevated ions and chronic renal failure cannot be confirmed. It cannot be concluded the elevated metal ions are associated with a failure of the implant or implant mal performance. It¿s noted that the reported chronic kidney disease in the history can also lead to decreased excretion of cobalt. As such, there is no evidence the patient¿s chronic renal failure is a result of the metal ions. The patient impact beyond the revision and expected convalescence period cannot be determined. Further, it cannot be concluded that the reported clinical reactions were associated with a mal performance of the implant. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.